Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently minimum fill notifications occurred after filling cartridges with more than 150 units of insulin across multiple cartridges. Reportedly, customer added insulin to the cartridge and loaded it successfully. Additionally, it was reported that there was air bubbles to be observed coming from the cartridge. Reportedly, the customer was able to successfully load a new cartridge to address the issue. There was no impact to the customer's blood glucose level.